Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, when the physician was performing a colpotomy, the probe broke off inside the patient. The broken probe was retrieved . There were no error codes displayed prior to the probe breaking. The procedure was successfully completed using a different but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to update the lot number of the device to provide the device manufacture date and to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation found the probe tip broken off; however, the broken probe tip was not returned. The remaining probe tip was measured at 4mm. Additionally, the device failed the probe check and error code u509 was displayed. This type of probe damage is most likely related to the operator's technique.